Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Event description:
Treatment of an avm. It was reported during catheterization, a small subarachnoid hemorrhage occurred. According to the report, the physician might perforated a blood vessel during manipulating the catheter. No complications were reported with the patient as a result of the event.